Event description:
It was reported that a defective stopper/separation was found before use with a syringe 1ml ls 200 s/c. The following information was provided by the initial reporter, "the black stopper inside of the syringe is not sitting at the base of the plunger, but instead looks to be broken and mis-shaped almost as if it has melted to the side of the plunger. Other syringes within the same lot number look to be fine." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: two 1ml syringes from batch 9086864 (p/n 309659) were received and evaluated. One was in a fully sealed blister pack and was in an opened blister pack. Both syringes were observed to have jammed stopper conditions to the extent that both stoppers were no longer connected to the end of the plunger rod and wedged in between the barrel wall and the plunger rod. Both syringes were rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. Most likely this was caused by a misalignment of the plunger rod and barrel dials. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective stopper/separation was found before use with a syringe 1ml ls 200 s/c. The following information was provided by the initial reporter, "the black stopper inside of the syringe is not sitting at the base of the plunger, but instead looks to be broken and mis-shaped almost as if it has melted to the side of the plunger. Other syringes within the same lot number look to be fine." 2 occurrences were reported.